Event description:
The patient had breast implants implanted in 1999, in 2003, the patient relayed that they were sick, tired, and losing weight (went from 115 lbs to 105 lbs in less than 1 week). The patient has also stated they were experiencing auto immune type symptoms. The doctor has not confirmed these symptoms. The devices have not been removed.